Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer had failed. A field service engineer found broken spring the latch assembly and replaced the spring to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer, preventing user from removing the required medications and causing delay of one hour. There were no adverse events or injuries reported based on this event.